Event description:
Caller reported nano system blood glucose results of 350 mg/dl and 104 mg/dl within 10 minutes. Customer stated she had sugar on her hands during the first test. She washed her hands and retested and received 104 reading. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device strips not available for return.